Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni results that were generated by the access 2 instrument. The initial accu tni results were: 0.06ng/ml and 0.10ng/ml (the customer runs all their samples in duplicate). The customer re-tested the original sample for accu tni. The repeated accu tni results were: 0.80ng/ml and 2.9ng/ml. The accu tnl result of 0.80ng/ml was reported out of the lab. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc prior to and after the event met customer's specifications. System check conducted on 07/05/06 passed. The sample was collected in bd, lithium heparin with gel separators tube and centrifuged for 3 minutes. The specimen was sampled from a 5ml aliquot tube. Per customer, no visible fibrin was present in the sample. The customer called on 07/11/06 (after the event) and reported that their reagent carousel temperature was out of specifications (high). A field service engineer (fse) was dispatched to the customer lab in 2006, (customer did not want service until that day). A). The fse noted that customer cleaned vents and there were no additional temperature issues. B) the fse replaced: aspirate probes, peripump tubing and pipettor tip. C) the fse cleaned out and replaced seals on wash and precision pumps. D) the fse conducted diagnostic testing and results were within specifications. E) the fse verified that the instrument was operating per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.